Manufacturer narrative:
Corrected data: in review, it was noted that "a5" boxes for patient's race and ethnicity were inadvertently not marked in the supplemental MDR report #1; therefore, the information has been captured in this supplemental MDR report and the following fields/boxed were marked accordingly: section a5: ethnicity: not hispanic/latino. Section a5: race: asian. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the patient's race and ethnicity was inadvertently not entered in the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino. Section a5: race: asian. Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: feb 1, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received inside of a different serial numbers folding carton. Patient sticker, a patient identification (ID) card, an implant notification card, and the direction for use (dfu) were received as well. Visual inspection under magnification revealed viscoelastic residue inside of the cartridge and the lens module, which is consistent with a handpiece that was improperly loaded with ovd or was tilted during or after ovd loading. The external assembly was inspected and presented with no issues. The handpiece was disassembled and the assembly was inspected, presenting with plunger rod damage however, no assembly issues were identified. Further inspection of the cartridge revealed no lens inside of the cartridge; stress marks in the cartridge tip were identified however, they are within acceptable standards. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt info: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon felt resistance during delivery of an intraocular lens (iol) when pushing the plunger in a surgery. The lens was partially implanted and the trailing haptic got stuck. Since the optic was already being inserted into the eye, the surgeon successfully used his technique and managed to unstuck the haptic from the cartridge to manually implant the lens; therefore, the procedure was completed without any change. The lens remains implanted. It was confirmed that there was no damage to the lens. The surgeon thinks the issue could have be caused by the plunger rod being out of the setting position or the fixed position of the lens. There was no patient injury reported. No further information was provided.